Event description:
A gore hybrid vascular graft was implanted reportedly a couple of months ago. The pt developed arterial steal syndrome soon after implant. A banding procedure was performed using a 4mm balloon to restrict to graft flow to 4mm. The pt tolerated the procedure well.

Manufacturer narrative:
Attempts to acquire info required for this form were made by w.l. Gore and associates.